Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was noted that the patient presented in clinic with shortness of breath. Upon interrogation, the atrial lead failed to capture. Device was reprogrammed to right ventricular pace only. Device intervention attempted on (B)(6) 2019, but failed. Further programming changes were discussed. Patient was stable.